Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a sling placement procedure on (B)(6), 2011. According to the complainant, the patient experienced mesh erosion, organ perforation, pain, and urinary problems. The exact nature and date of onset of these symptoms are unknown. All other information is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a sling placement procedure on (B)(6) 2011. According to the complainant, the patient experienced mesh erosion, organ perforation, pain, and urinary problems. The exact nature and date of onset of these symptoms are unknown. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
Additional information received on (B)(6) 2013 provided a second physician involved during the procedure, dr. (B)(6). Contact information is the same as originally reported as she shares a practice with dr. (B)(6).